Manufacturer narrative:
The insulin pump was received with unresponsive down arrow button due to flattened button dome switch. The insulin pump has minor scratched display window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump has physical damage, and an unresponsive keypad. The doctor advised the customer to reported the crack and keys that were sticking out of the insulin pump. The customer's blood glucose was 158 mg/dl. The location of the damge was the reservoir opening. Advised to discontinue use of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.